Event description:
Patient was revised due to instability. **update** (B)(6) 2011 - litigation papers received. They allege that patient experienced pain and suffering, permanent physical injuries, and disfigurement, as well as excessive metal ion levels. Complaint was reopened to make cup, head, and sleeve reportable.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 3/20/2013- ppd and medical. Records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, vertical cup, and infection. The stem wasn't revised during the revision. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. The reported asr devices have been obsolete/discontinued/recalled from the market and will not be investigated further. A search of the complaints databases finds no other reports against the femoral stem product/lot code combination. The patient was initially implanted in (B)(6) 2007 and revised for symptoms including infection, pain, and malpositioning in (B)(6) 2009. It is not likely or reasonable to conclude the depuy device contributed to the patient's reported infection almost two years post primary implantation. No patient x-rays were provided and component positioning cannot be commented on. The investigation can draw no further conclusions with the information made available. Based on the inability to determine root cause, the need for further corrective action has not been indicated.